Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. Fdc code applies to leads product ID's 4351-35, (B)(4) fdc code applies to the main ins component.

Event description:
A healthcare provider (hcp) reported that a patient had their whole system removed due to twiddler syndrome. The system was replaced on (B)(6) 2016. The hcp was unable to get the entire lead out and had to leave a portion closest to the implantable neurostimulator (ins), as well as the portion of the leads with the electrodes and disk that was attached to the patient's stomach. The hcp did an x-ray on (B)(6) 2016 to show this. The patient was on a unipolar setting until they could go in and replace the system. It was noted that the issue was related to the device and therapy. The ins was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.